Manufacturer narrative:
A device history review was conducted for lot number 2018027. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. 1. DHR review(lo t# 2018027): 1) the complaint gauge is 20g, assembly at auto line 4 in feb. 2022, packaging at cfs packing machine in feb. 2022, lot quantity is (B)(4). 2) review the in process test and outgoing test reports for this lot products, all test results meet the product specifications, no abnormal for it. 3) review the production records and machine troubleshooting records for this lot products, no abnormality, deviation or rework activity. 2. No defect samples and pictures were returned from customer, and the crack state of the catheter cannot be confirmed. 3. The retained sample of this lot is examined under the microscope, no abnormality is found on the appearance of the catheter, and the catheter tip is qualified. Please see the attached the photos. 4. No same complaint was received from the complaint lot. Conclusion: no abnormality is found on process and the retained sample. As no defective sample returned, further analysis cannot be done, the root cause of the catheter crack cannot be determined.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn/ec slm the tubing was cracked. There was no report of patient impact. The following information was provided by the initial reporter: the obstetrics and gynecology nurse found a crack in the catheter tube when preparing for puncture at 8:30 on (B)(6).